Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
01/v60 ventilator/oxygen content issue.

Manufacturer narrative:
Upon a follow up it was reported that there was no malfunction with the device, and the customer inquired about the use of the equipment.